Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient passed away during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure. During the case, the right ventricular (rv) lead was repositioned once. Pacing capture was confirmed when closing the pocket, but then capture was suddenly lost at maximum outputs. The physician reopened the pocket and the electrograms showed significant negative deflections on both the programmer and pacing system analyzer (psa), whereas previously they had been positive. The physician retracted the helix and pulled the rv lead back, then repositioned again and started to close the pocket. Blood pressure had been poor throughout the case, but then suddenly started to drop more. Pulse oximiter levels also started to drop. An echocardiogram and pericardiocentesis were done. The physician removed 100cc of blood with no further signs of effusion. The patient was shocked multiple times through the device and converted with each shock, but then developed pulseless electrical activity. Resuscitation efforts ended and the patient died. The lead was not returned.